Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lumen flushing process at commencement of treatment, prior to connection to the bloodlines, a small (less than 1 ml) blood leak was noted where the arterial luer joins the extension. Upon further investigation, it was noted that the arterial extension end segment (luer) had partially disconnected from the extension tube. It was also noted at a later time that the venous luer was also loose and could be rotated in the extension. Treatment was aborted, the patient was admitted to hospital on (B)(6) 2022, the catheter was removed, another was re-wired with a competitors catheter three days later, exposing patient to another invasive procedure and the patient was discharged on 30th november 2022. No ointments used routinely on the catheter. Patient had missed one treatment due to removal of affected catheter and placement of another device. Previous to this event, there were no abnormalities noted. The patient did not have any responsibility for the care of the catheter. Medical intervention included administration of prophylactic antibiotics and catheter replacement. There was no other intervention needed, including blood transfusion. The catheter was not repaired. Alcoholic chlorhexidine was used as cleaning agent on the device and it was also typically utilized to clean the adapters. Tego was utilized. There was no luer adapter issue. The insertion site was treated with chlorhexidine 70% and alcohol prior to product placement. The clamp was moved periodically.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo was available for evaluation. The e valuation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a leak or hole on the extension tube at or near the luer adapter and there was a dimension issue with the luer adapter. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lumen flushing process at commencement of treatment, prior to connection to the bloodlines, a small (less than 1 ml) blood leak was noted where the arterial luer joins the extension. Upon further investigation, it was noted that the arterial extension end segment (luer) had partially disconnected from the extension tube. It was also noted at a later time that the arterial luer was also loose and could be rotated in the extension. The venous luer was not loose. Previous to this event, there were no abnormalities noted. The patient did not have any responsibility for the care of the catheter. The catheter was not repaired. Alcoholic chlorhexidine was used as cleaning agent on the device. Alcoholic chlorhexidine and other cleaning agent were utilized to clean the adapters. Tego was utilized. The insertion site was treated with chlorhexidine 70% and alcohol prior to product placement. The clamp was moved periodically. No ointments used routinely on the catheter. No other products being utilized with the device. Treatment was aborted, the patient was admitted to hospital on (B)(6) 2022, the catheter was removed, another was re-wired with a competitors catheter three days later, exposing patient to another invasive procedure and the patient was discharged on (B)(6) 2022. Patient had missed one treatment due to removal of affected catheter and placement of another competitor's device. Medical intervention included administration of prophylactic antibiotics and catheter replacement. There was no other intervention needed, including blood transfusion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lumen flushing process at commencement of treatment, prior to connection to the bloodlines, a small (less than 1 ml) blood leak was noted where the arterial luer joins the extension. Upon further investigation, it was noted that the arterial extension end segment (luer) had partially disconnected from the extension tube. It was also noted at a later time that the venous luer was also loose and could be rotated in the extension. Previous to this event, there were no abnormalities noted. The patient did not have any responsibility for the care of the catheter. The catheter was not repaired. Alcoholic chlorhexidine was used as cleaning agent on the device and it was also typically utilized to clean the adapters. Tego was utilized. There was no luer adapter issue. The insertion site was treated with chlorhexidine 70% and alcohol prior to product placement. The clamp was moved periodically. No ointments used routinely on the catheter. Treatment was aborted, the patient was admitted to hospital on 26th of november 2022, the catheter was removed, another was re-wired with a competitors catheter three days later, exposing patient to ano ther invasive procedure and the patient was discharged on 30th november 2022. Patient had missed one treatment due to removal of affected catheter and placement of another device. Medical intervention included administration of prophylactic antibiotics and catheter replacement. There was no other intervention needed, including blood transfusion.

Manufacturer narrative:
Additional info: d1, d2, d4 (model #, catalog #, UDI #), d6a, d8, d9, g3, g4 (PMA/510k), h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.